Manufacturer narrative:
After completing the quickpro teeth whitening procedure, the consumer complained that the gel was too sticky/gummy and when she wiped it off with the gauze, it came in contact with the nail bed and felt a burning sensation. The consumer went to see a dermatologist and she was given a steroid. The investigation included review of the batch history records for the sku # (B)(4) lot # 14281019. The review of the batch history records did not uncover any adverse finding. In addition, the retain sample for sku # (B)(4), lot # 14281019 was tested and was found to be within specifications. No returned sample was received form the customer no other quality issues were revealed during the review of the said records. Based on the results of the investigation, it has been determined that this is a reportable event discus dental will continue to monitor similar issues.

Event description:
After completing the quikpro teeth whitening procedure, the consumer complained that the gel was too sticky/gummy and when she wiped it off with the gauze, it came in contact with the nail bed and felt a burning sensation. The consumer went to see a dermatologist and she was given a steroid.